Manufacturer narrative:
Citation: filis et al. Vascular complications during transcatheter aortic valve implantation: the role of the vascular surgeon. Vascular. 2020 aug;28(4):421-429. Doi: 10.1177/1708538120902659. Epub 2020 feb 20. Earliest date of publish used for event date in b3. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding incidence of vascular complications and other major outcomes for patients undergoing transcatheter aortic valve implantation both with and without a standardized preoperative vascular surgeon consultation. All data were collected from a single center between january 2014 and december 2018. The study population included 382 patients (predominantly male, mean age 81 years), an unspecified number of whom were implanted with medtronic corevalve bioprosthetic valve. No serial numbers were provided. During the five-year study period a total of three deaths occurred due to arterial rupture in two patients and arterial thrombosis in one patient. All three deaths occurred within the first 19 months of the study. The authors stated corevalve was not utilized in the study in the first two years, therefore these three patients were treated with non-medtronic transcatheter valves. Based on the available information medtronic product was not associated with the death(s). Among all patients adverse events included: dissection, arterial thrombosis/embolism, rupture, hematoma, pseudoaneurysm, arteriovenous fistula, deep vein thrombosis, life-threatening bleeding, major vascular complications, stroke, myocardial infarction, and intervention to address vascular complications. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.